Manufacturer narrative:
Medtronic received additional information that this 18mm bioprosthetic pulmonary valved conduit was replaced due to increased gradients and regurgitation. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years and 5 months post implant of this 18 mm bioprosthetic pulmonary valved conduit, the device was replaced valve-in-valve with an 18 mm transcatheter pulmonary valve (tpv) for unknown reasons. No additional adverse patient effects were reported.